Event description:
It was reported that the procedure was to treat a perforation of a lesion in the left circumflex (lcx) with heavy calcification and heavy tortuosity. The 2.8x16mm graft master covered stent failed to cross after several attempts. Another graft master was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. There was no malfunction to confirm. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device.b1 - adverse event/product problem: "product problem" was removed. B2 - outcomes attributed to ae: "other serious" was removed and "na" was added. B6 - relevant test/laboratory data updated b7 - other relevant history - other relevant history, including preexisting medical conditions updated h6- health effect - impact code 2199 was removed and code 2645 was added; medical device problem code 2524 was removed and code 3189 was added.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the left circumflex (lcx) with heavy calcification and heavy tortuosity. The 2.8x16mm graftmaster covered stent failed to cross after several attempts. Another graftmaster was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. Subsequent to filing the initial report, returned device analysis identified that the coronary stent graft system (csgs) was returned with no blood or contrast visible. The stent implant was stationary on the balloon and between the markers. The balloon was tightly folded. Account confirmed that the wrong event description was inadvertently provided by the hospital. The correct event description is, 'the graftmaster accidently fell on the floor while being removed from the package during procedure. Since the device became unsterile, the physician decided to use a new graftmaster to complete the procedure. There was no device use or patient involvement.' No additional information was provided.